Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 76 mg/dl and 152 mg/dl. Customer did not take his additional insulin (1 unit for every 50 points over 100) because he did not believe the meter readings were correct. No adverse event reported. Requested return of suspect device and replacement was sent.